Event description:
It was reported that this electrode had dislodged from its original implant position. An x-ray taken confirmed this. The patient is currently being scheduled for a box change and this electrode will be remove with the device when that occurs. For now, the electrode remains in service and there have been no adverse patient effects reported.